Manufacturer narrative:
Device end of life.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on a heartstart mrx device indicating that there was deterioration of the pad holder. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on a heartstart mrx device indicating that there was deterioration of the pad holder. The fse evaluated the device on site. It was determined that this was a malfunction of the paddle tray. The fse determined that the paddle tray needed replacement and provided the customer with a part number and pricing for a replacement part. However, the customer did not accept the quote. Based on the information available, the cause of the reported problem was a defective paddle tray. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse determined that the paddle tray needed replacement and provided the customer with a part number and pricing for a replacement part. However, the customer did not accept the quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The philips field service engineer (fse) evaluated the device on site. It was determined that this was a malfunction of the paddle tray. The fse replaced the paddle tray resolving the reported issue. Based on the information available, the cause of the reported problem was a defective paddle tray. The reported problem was confirmed. The fse replaced the paddle tray resolving the reported issue. The investigation concludes that no further action is required at this time.